Event description:
The facility reports the resident was being transferred from a wheel chair to the bed. The resident was slightly reclined and being moved to a position over the bed, when the left leg strap came undone. The patient fell to the floor. The patient was sent to the emergency room for evaluation; no injuries were reported. The lift was inspected by an arjohuntleigh service engineer and was found to have scratches on the legs and base, and the covers on both sides of the base were missing. The lift still operated to specifications. The sling was also inspected and found to be worn with all straps showing some sign of fraying. The latching device showed some wear as well. (B) (4).